Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2158-70, serial: (B)(4), batch: 2000008612/2000008611.

Event description:
It was reported that the patient had some increased discomfort at the ipg site. It was also reported that the device was protruding from the back but there was no skin breakage noted. All device components were explanted and will not be returned.